Event description:
The customer notified siemens of a discordant low atellica im alpha fetoprotein (afp) lot result compared to an alternate method testing result. A serum sample from a 60-year-old male patient was initially processed at a non-customer site for afp with a non-siemens method which resulted greater than 20,000 ng/ml. The non-customer laboratory does not perform internal dilutions for the afp assay. The sample was sent to the customer site for testing with alpha fetoprotein (afp) reagent lot 286 on an atellica im analyzer. It yielded an undiluted value within the assay's analytical measuring range (amr). When the sample was tested by dilution, the results were greater than the amr. A new sample was drawn and sent to a non-customer site and tested with another non-siemens method and the result was high, confirming the atellica im afp discordance. It is unknown which of the results were provided to the physician as correct. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer notified siemens of a discordant low result obtained with atellica im alpha fetoprotein (afp) lot 286 relative to a higher alternate method testing result. Quality control (qc) results and calibrations were within expected ranges at the time of the event. No software or hardware issues were identified in either atellica im analyzer. In the sample pre-analytical analysis, the patient's sample was clear, without apparent hemolysis, and with proper identification. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Note: this ous product (catalog number 10995442 / PMA/510(k) number p930036_ous, as listed in sections d4 and g4 of this report) is associated with similar product in the united states: catalog number 11202258 / PMA/510(k)number p930036-s009.

Manufacturer narrative:
Siemens investigated an outside of the united states (ous) customer report of a discordant low atellica im alpha fetoprotein (afp) lot 286 result compared to an alternate method testing result. A serum sample from a 60-year-old male patient was initially processed at a non-customer site for afp with a non-siemens method which resulted greater than 20,000 ng/ml. The non-customer laboratory does not perform internal dilutions for the afp assay. The sample was sent to the customer site for testing with alpha fetoprotein (afp) reagent lot 286 on an atellica im analyzer. It yielded an undiluted value within the assay's analytical measuring range (amr). When the sample was tested by dilution (x20, x100, x200), the results were greater than the amr. A new sample was drawn and sent to a non-customer site and tested with another non-siemens method and the result was high (160,382 g/l (ng/ml)). Quality control (qc) results and calibrations were within expected ranges at the time of the event. No software or hardware issues were identified in either atellica im analyzer. In the sample pre-analytical analysis, the patient's sample was clear, without apparent hemolysis, and with proper identification. In the atellica im afp product instructions for use (IFU), high afp concentrations can cause a paradoxical decrease in the relative light units (rlus) (high-dose hook effect). In this assay, patient samples with afp concentrations as high as 460,000 ng/ml (381,800 iu/ml) will report > 1,000.0 ng/ml (830.00 iu/ml). Although the pattern does follow that of a classic hook sample, the sample was diluted out on the atellica up to x200 dilution with result of >200,000ng/ml. The sample was not diluted further to determine the true neat result on the atellica im, likely running at least a 1:400 dilution. The atellica im afp assay makes no claim or correlation to the alternate method, therefore the neat result obtained on the alternate method cannot be used to determine the expected atellica im result. There is no remaining sample available, therefore no further testing can be performed to confirm the actual atellica im neat value. Based on the available information, the cause of the discordant result cannot be confirmed, but appears to be a probable hook effect. The customer is operational after confirming they have not encountered further discrepant afp results. The reported issue is resolved by routine troubleshooting and retesting with an alternate method. Siemens filed initial MDR 1219913-2025-00142 on 11-jul-2025. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.